Event description:
The user facility reported that they experienced a total loss of image during a procedure. The physician withdrew the telescope from the patient. The procedure was completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the image problem. The image on the monitor appeared foggy and blurry due to cracked lens. There were minor dents and scratches noted on the outer tube and at the distal end of the telescope. These phenomena are attributed to physical damage. This report is being filed as an MDR in an excess of caution.